Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that approximately seven months post-implant of a bifurcated device and an infrarenal aortic extension the patient presented in the emergency room with claudication. A computed tomography scan revealed the proximal neck of the aortic extension had collapsed. The physican explanted the devices and the patient was converted to open repair. It was reported the patient tolerated the procedure well.

Manufacturer narrative:
Based upon the review of lot records, work orders, and prior reports no issues with the lot were noted. The explanted devices were evaluated by a pathology laboratory and the evaluation determined that the bifurcated stent graft had a 4mm tear near the rostral end, and two stent struts had disconnected and perforated the graft material in both instances. It is likely that this damage occurred as a result of the explant process. During the clinical evaluation of the event by the medical director it was determined that the stent strut disconnection and graft perforation likely played no role in the in-folding and occlusion of the device. Instead it was determined that the likely cause was improper apposition of the stent graft with the aorta. This could have caused an alternate blood flow pathway outside the stent graft and overtime caused device collapse and occlusion. The IFU warns against "improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture and perigraft flow, occlusion of the device or native vessel and surgical conversion to open repair".